Event description:
The customer reported that during a trade show, when the unit was turn on, the unit alarmed with pressure sensor failure occurrence. The customer reported there was no patient involvement.

Manufacturer narrative:
This was reported in error as the product is not sold in the us.